Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 595 mg/dl, which was addressed via a manual injection. During system check with tandem technical support the customer received an inaccurate fill estimate. Customer declined to reload the cartridge.